Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing of a p-wave, which was recognized by the icm as an r-wave, resulting in the rejection of a true pause episode. The patient was implanted with a pacemaker. The status of the icm is unknown. No patient complications have been reported as a result of this event.